Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that during a percutaneous laser-facilitated thrombectomy procedure the laser device melted the hydrophilic guide wire causing thrombosis within the patient's artery. A thromboaspiration catheter and femoral artery bypass was required to successfully treat the patient.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to the concomitant device. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.